Event description:
A customer reported low aspiration was detected. The timing of the event is unknown. Additional information has been requested, but none has been received.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. Preventive maintenance was performed. The system was then tested and met all product specifications. The customer ordered a replacement phaco handpiece. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).